Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure in 2014 and the mesh was implanted for stress urinary incontinence. The day after insertion, the patient experienced severe pain and having a bleed, which did not require a transfusion. The patient reported also auto immune reactions, joint aches, blurred vision. Hair loss, fatigue and fibromyalgia. The mesh also embedded itself onto the back of bladder, into muscles and groin. It was also reported that the patient undergoes three surgeries to remove the mesh.

Manufacturer narrative:
Date sent to the FDA: 05/04/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 4/26/2021. Additional b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2014.